Event description:
I wear the medtronic 780 g insulin pump system paired with the guardian 4 glucose sensor. I am reporting a series of sensor failures. I wear the sensors as recommended by the manufacturer. Each sensor is marketed for 7 days of continuous wear. To date I have used five sensors with this product. Each sensor has failed far in advance of seven days. Sensor 1 failed at day 4. Sensor 2 failed at day 5, sensor 3 failed at day 4, sensor 4 failed at day 5, sensor five failed at day 4 and 12 minutes. On one instance I was rounding on patients in the hospital where I practice and spent 12 hours without glycemic readings. On that occasion I had glucose readings in the high 200's. On device failure 3 I was hypoglycemic in the fifties. On all five occasions I have reached out to the company and spend between 20 minutes or an 1:35 minutes waiting for support. The device reference number is mmt-7040a the lot number is h77zta. These consistent device failures are indicative of a device that is far below standard function for a cgm (continuous glucose monitoring). Reference reports: mw5146094, mw5146095, mw5146097, mw5146098.